Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Upon conclusion of the investigation, the cause of this issue was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain cycle three) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 04:59:48. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.